Event description:
Patient was having an elective CABG procedure. Clinician reported that there was no difficulty during insertion. The catheter became knotted during the insertion procedure. An atriotomy was performed to surgically remove the catheter. No patient complications have been reported.